Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that there was no audible tones or vibrations, a blank screen and that there was visible moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed one power reset event recorded after a call service alarm. The pump was returned with visible moisture in the display lens. The battery compartment had no damage. The battery cap was not returned with the pump and the audio bolus button cover was observed to be missing. A new test battery cap was able to fully tighten to the pump. The pump had audible tones but no vibratory function. A call service alarm displayed on the screen upon start up; no verify screen was observed and the alarm was unable to be cleared. The display screen was observed to have a pinkish contrast. The pump failed a leak test due to a bolus button leak. The pump cover was removed and internal moisture damage was confirmed in the pump which prohibited further testing.